Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. After the lesion was pre-dilated, a 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. The device was could not be advanced to the target lesion because the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event - above 18 years and older. Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded on to a 0.014" test guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. After the lesion was pre-dilated, a 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. The device was could not be advanced to the target lesion because the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported.